Event description:
The clinic reported experiencing a posterior capsule tear in the patient¿s operative eye during a cataract extraction procedure. It was reported there were two patients that had ruptures in the capsular bag. This is two of two reports. The patient required unplanned vitrectomy. The procedure was completely successfully. The patient is expected to have a good outcome.

Manufacturer narrative:
(B)(4). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). Upon inspection of the machine, the fss was not able to confirm or observe the chamber instability reported. An amo phaco specialist will provide surgery support and if require will adjust surgeon settings. The system was verified for all modes of operations and calibrations. The system met amo specifications. The technician was not able to identify an explanation for the event. The system has continued to be used without further reported incident. All pertinent information available to abbott medical optics has been submitted. Placeholder.